Event description:
Information was received indicating that, during pretest, leaking was noted on a smiths medical cadd cassette reservoir. The reported noted that there was liquid between the inside bag and the casing. No patient was involved in this event and no adverse events were reported.

Manufacturer narrative:
Device evaluation: one cadd cassette reservoirs was returned for analysis. The sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed by using a syringe to infuse water into the ay bag and leak was detected in the ay bag, specifically located in the top corner near pump tube connection. The customer's reported problem was confirmed. According to the investigation the most probable root cause is during assembly process in the bag loading operation the ay bag was not handled property. Training to production and quality personnel and updated on proper bag assembly care was performed.